Event description:
A report was received that the patient's ipg was tilted at the pocket site and had very poor telemetry range with the remote control (rc). Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.